Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2007. The patient presented with unstable angina. Angiography revealed 50% end-stent restenosis in a previously placed stent in the distal right coronary artery (rca), unknown type and size, and 85%-90% proximal left main (lm) stenosis with proximal circumflex (cx) truncal stenosis prior to the first obtuse marginal (om) artery. The lesion was pre-dilated with a 2.5x20mm maverick balloon. A taxus express2 2.5x16mm drug eluting stent was deployed successfully across both lesions at 16 atms. Medications used during this procedure include; versed, fentanyl, angiomax and plavix. Fifteen days post procedure, the patient presented with recurring chest pain. Angiography revealed the proximal rca was occluded. A maverick 2.5x20mm balloon was used in an initial attempt to cross the in-stent thrombosis, but failed. A choice-pt wire was able to cross through the previously placed stent, but was unsuccessful in advancing through the distal cx. Due to the inability to cross the wire and the potential risk of wire perforation, the physician felt further re-vascularization attempts were not warranted and angioplasty was not completed. Medications used during this procedure include; versed, fentanyl and angiomax.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.